Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was returned on (B)(4) 2015.

Event description:
It was reported that prior to elective device replacement, the hv lead integrity was checked by performing an emergency shock. Afterwards, the device was in back up vvi mode. The device replacement was completed without any consequences for the patient.